Event description:
Nineteen days after implantation of two cypher stents in the right coronary artery of a male pt with a history of diabetes, the pt presented with thrombosis distal to the stents with no flow to the posterolateral descending coronary artery segment, (pda). The indication for the initial procedure was acute myocardial infarction. Prior to implantation of both stents, predilatation was conducted with a 3.0 x 20mm unk balloon at 8 atm for 10 secs. Cypher was implanted at 24 atms for 20 secs, and another cypher was implanted at 14 atm for 20 secs overlapping each other. Intravascular ultrasound was not conducted and timi flow before and after the procedure was 3. Nineteen days following the initial procedure, the pt presented with acute myocardial infarction with acute closure of the pda. A thrombus was diagnosed distal to the stent in the right coronary artery and it was treated by balloon angioplasty and stenting.

Manufacturer narrative:
This is one of two products involved in the same pt reported under mfg #s: 3003742446-2007-00316 and 00317. Add'l info will be submitted within thirty days upon receipt.